Event description:
It was reported that the micro sagittal saw heated up during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor and rotor assemblies were found to be corroded. The presence of corrosion in the motor and rotor assemblies is likely to cause or contribute to the handpiece overheating.